Event description:
Set arrived at the unit with what appears to be a hole in the package as well as in intravenous (IV) tubing. Initially damage was not noted until the nurse (rn) primed tubing and noted damage. No harm came to the patient.